Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Batch # 3254844 does not match with product database. Batch number was again requested to the customer during follow-up. As there was no responses received we are proceeding with the batch unknown. No additional information provided.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd intima-ii closed IV catheter system ruptured near the adapter. The following information was provided by the initial reporter, translated from chinese to english: the patient was transferred to our department from ICU on the second day after esophageal cancer surgery, and needed parenteral nutrition after surgery, which required an indwelling needle, and when using the indwelling needle, it was found that the indwelling hose was ruptured at the connection between the indwelling hose and the needle, so the indwelling needle was replaced immediately, and it didn't cause any harm to the patient.